Event description:
The customer reported false positive antibody screening tests with cell #1 of biotestcell-p3 on tango. Despite several inquiries, the customer was not able to provide a date of event. The customer had returned neither the supposedly defective product, nor the patient samples that had caused false positive results. Our quality control laboratory, therefore, tested the retained sample of biotestcell lp3 with different positive and negative controls and samples. All negative reactions were correct. We observed that occasionally, negative reactions with cell #1 did not show a discrete button, but had a diffuse surrounding. Nevertheless, these reactions were still correctly negative. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.